Manufacturer narrative:
The device has not been returned. If/when the device is returned a supplemental report will be submitted. The exception of serial number as the device is manufactured by prescription. The device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient experienced a reaction to the astron clear splint. The patient first used the device (B)(6) 2021 with the reaction occurring (B)(6) 2021. It was reported that the patient "felt like gums were swollen. The patient discontinued the use of the device on (B)(6) 2021 and the reaction lasted 1 week after the discontinuation. There was no medical intervention required. The patient has no allergies noted nor are there any pre-existing conditions prior to the delivery of the device. The current status of the patient is noted as "normal." With regard to the device: the device was not cleaned prior to the delivery of the device. The patient was instructed to clean the device with toothpaste and toothbrush.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results DHR not applicable. Device is fabricated per physician's prescription only. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results complaint investigator reviewed the returned device. An upper tray was returned in the original case. The results were summarized: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device did not appear discolored; clear/milky hue. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." Per the reported information, the patient was instructed to clean the device with toothpaste and toothbrush. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Rpt 012574 rev. 1.0 (clearsplint biocompatibility report) was conducted to report the results of biocompatibility testing clearsplint® nightguard materials complete with all dyes and metals used for construction of the device. Samples of clearsplint material were created meeting required surface areas and simulating the final device for biocompatibility testing. All accessory materials and colors available for use in the device were tested. The findings in rpt 012574 rev. 1.0 (clearsplint biocompatibility report) stated that "clearsplint material with blue dye & metal alloy was considered biocompatible when tested for cytotoxicity, sensitivity, oral mucosal irritation & dermal irritation. Clearsplint material with red dye cleared cytotoxicity, sensitivity & dermal irritation test but it was considered as minimal irritant for oral mucosal irritation."